Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the plunger stud and cap are missing. The locking mechanism had both rotational and lateral movement as well as a buildup of residue. New components were added to replace the worn internal parts. The unit was also machined to have heli-coils added to the large starburst threads. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found the locking mechanism to have both rotational and lateral movement.